Event description:
Surgeon reported that pt experienced shocking sensation as a result of current spread due to a suspected defect in the lead insulation. Lead was explanted and will not be returning to MFR for analysis due to hospital policy. All attempts for more info were unsuccessful as the pts treating physician is unk.

Manufacturer narrative:
Conclusions - device failure suspected, but did not cause or contribute to a serious injury or death.